Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he experienced low blood glucose levels every other week for the past month. The customer's blood glucose dropped to 48 mg/dl. His blood glucose level was 61 mg/dl. The customer had orange juice and a sandwich to treat his blood glucose level. He declined troubleshooting. The device was not returned.